Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject: (B)(6). Scapular fracture. Pt was doing plates and strength training with sudden onset of severe left shoulder pain going from sore to unable to raise left arm. Patient was diagnosed with an acromial fracture (B)(6) 2024 and returned to clinic (B)(6) 2024 with shoulder recovering. Actions taken: rehabilitation (bone stimulator) & treatment/medication (sling at all times, 3-4 weeks, diclofenac and tylenol for mild to moderate pain). Ae update (B)(6) 2024 description of update: patient has recovered well and clinic team has advised she continues to transition into all activities as tolerated while using bone stimulator for another 6 weeks."